Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had a new implantable neurostimulator placed on (B)(6) 2019, and the surgeon found the trial line lead was never replaced with a permanent lead. When the surgeon tried to remove it so that they could replace it with a new lead, it shattered. It ended up causing a lot of problems and being a four-hour surgery. The patient was wondering why the trial lead was left implanted for 9 years. There were no further complications reported or anticipated.